Event description:
It was reported by the sales rep that the physician experienced problems with the proplege coronary sinus catheter, pr9. Upon balloon inflation at 1cc in the coronary sinus, the balloon lost the ventricularized waveform. When we reinjected under fluoro, a leak was noted. No patient injury was reported.

Manufacturer narrative:
The device evaluation is anticipated upon product return from the customer.

Manufacturer narrative:
The device was not released by the hospital for product evaluation. If the device is able to be released, the investigation will be reopened into root cause of the alleged defect. The manufacturing records were reviewed and there were no related non conformances. Trends will continue to be monitored through the edwards quality system.